Manufacturer narrative:
G4: 16dec2019. B4: (B)(6). The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen assembly to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25feb2020. B4: 02mar2020. The touchscreen was received for evaluation. There were no signs of damage or contamination during visual inspection. The touchscreen was then installed onto a good test unit for testing. After testing, it was determined that the reported issue was caused by the resistance drift of the screen being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
The customer reported that the device's touchscreen did not respond well. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.